Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and eight inappropriate shocks. Technical services (ts) reviewed and recommended to adjust zone and programming optimization. At this time, this ICD remains in service and there were no additional adverse patient effects reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and eight inappropriate shocks. Technical services (ts) reviewed and recommended to adjust zone and programming optimization. At this time, this ICD remains in service and there were no additional adverse patient effects reported.

Manufacturer narrative:
This report contains correction in section h6 impact codes.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and eight inappropriate shocks. Technical services (ts) reviewed and recommended to adjust zone and programming optimization. At this time, this ICD remains in service and there were no additional adverse patient effects reported.

Manufacturer narrative:
This report contains correction in section h6 patient codes. This report contains correction in section h6 impact codes.